Manufacturer narrative:
Product ID 3889-28, lot# va1jgfs, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the ins will not be returned because it was discarded. No further patient complications have been reported as a result of his event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they weren't getting symptom relief which was why the surgery was scheduled. Upon opening up the ins pocket, it was noticed that the lead had broken or separated from electric "0" at the end that goes into the battery. No troubleshooting was performed at the time of the surgery because the lead was broken/fractured. As a result of what was reported, the system was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.